Event description:
It was reported that a patient underwent an open laparotomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke. All needle pieces were removed during the same procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2010-01553 and 2210968-2010-01555. The same patient is represented in each medwatch.